Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: n/a not applicable, to date the lens is still implanted. Initial reporter phone no: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens unfolded in the eye with one haptic stuck to the back side of the optic and manipulation was necessary to loosen the haptic. No patient harm reported and to date the lens remains implanted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.